Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and tested for leaks. The first cylinder had detached outer sleeve and fabric threads from fatigue. The first cylinder had wear at fold in the distal end of the cylinder. The first cylinder had a bulge in the proximal end of the cylinder when inflated with syringe. The second cylinder had detached outer sleeve and broken fabric threads from fatigue. The second cylinder had a hole from fatigue in the proximal end of the cylinder. The second cylinder had a leak from fatigue in the proximal end of the cylinder. The ms pump was microscopically inspected, leak and functionally tested. Ms pump kink resistant tubing (krt) were worn to the filament. No leaks were found in the ms pump. The ms pump did not pass the activation tests 2 and 3. The reservoir was microscopically inspected and tested for leaks. The reservoir had wear at multiple folds in reservoir shell. No leaks were found in the reservoir. Based on the information available and analysis results, the reason for the mechanical issue was most likely determined to be the ms pump not passing the activation tests 2 and 3, the bulge found in the first cylinder and the leak found in the second cylinder. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to unspecified pump problem. The ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.